Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump alarmed for a failed battery test or battery out limit alarm due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.